Event description:
The anesthesiologist was inserting the epidural catheter on a laboring patient. The anesthesiologist did indicate it was a difficult insertion and when she tried to insert the epidural catheter there was resistance. The doctor therefore withdrew the catheter. The doctor felt the catheter being stretched but the catheter was removed and was put aside until the second catheter was inserted which sent in very easily. After completing checks on the patient and some initial paperwork, the physician examined the first catheter closely and the end was sheared up and the blue tip was missing. The doctor actually measured it against a new catheter and indicated probably 1 cm of the initial catheter was missing. Search for the tip was not successful and it was decided after consult with neurology, who also spoke to neurosurgeon opinion was nothing needs done surgically. It was agreed with the patient that a CT scan should be performed on (B)(6) 2015.